Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-implant, the right ventricular lead exhibited loss of capture, high impedance, and noise. The lead was removed and replaced and the asymptomatic patient was discharged post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.